Event description:
It was reported that during an anterior lumbar interbody fusion (alif) procedure at l5-s1, the tip of the trial spacer handle broke off inside the trial. All pieces were retrieved from the pt. The surgeon used another handle to complete the procedure with no adverse effect to the pt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing investigation revealed that, due to an unk cause, the threaded tip is broken on the spindle. There are light rub marks and minor corrosion-like areas noted on the sides and back end of the knob. A specification investigation revealed that the measurable properties were up to specification. It was not possible to check length or thread due to broken tip. It is concluded based on the eval, the complaint condition is from an unk cause, and since a lot number was not available for a thorough eval, this complaint is deemed indeterminate from a manufacturing position.